Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a low blood glucose level of 60 mg/dl and the insulin pump was still delivering insulin. Blood glucose was 130 mg/dl at the time of the call. Customer also reported getting alert for lost sensor and sensor signal not found. Customer did not troubleshooting for low blood glucose the insulin pump/sensor was not replaced or returned for analysis.